Event description:
Reported issue: during use on a patient, the balloon burst. The surgeon recovered all the parts of the balloon from the abdomen.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history review weckvista access balloon port 12mmx70mm lot# 73j2200215 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.